Event description:
Reporter indicated that display on laptop was faulty. Laptop was returned to the manufacturer. Product analysis indicated that the laptop computer's main battery would not hold a charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.